Event description:
This case was initially received via regulatory authority (food and drug administration, reference number: mw5084186) on 07-mar-2019. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain lower ("cramps") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced abdominal pain lower (seriousness criteria hospitalization, medically significant and intervention required), abdominal pain upper ("severe stomach pain"), abdominal distension ("bloating"), back pain ("back pain"), swelling ("severe swelling") and headache ("h/a") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain lower, abdominal pain upper, abdominal distension, back pain, swelling, weight increased and headache outcome was unknown. The reporter provided no causality assessment for abdominal distension, abdominal pain lower, abdominal pain upper, back pain, headache, swelling and weight increased with essure. The reporter commented: an injury (hospitalization & important medical event ) was mentioned but not specified and /or assigned to one of the events. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.